Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -13.0/1.0/115 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced excessive vaulting, significant reduction of irido-corneal angles, glare/haloes and blurred vision. On (B)(6) 2023 the lens was explanted and on this same date in a separate surgery the lens was replaced with a longer length lens. This resolved the problem. The cause of the event was reported as the device and noted "size 13.2 too large".